Event description:
As reported, the autopulse platform (sn (B)(6)) shuts down sometimes during transport (climbing, walking on stairs, and uphills). No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) shuts down during transport was not confirmed during the functional testing. No malfunction was found during testing, and the autopulse platform functioned appropriately and as intended. During the visual inspection, no physical damage was noted. The archive log could not be downloaded and subsequent archive review was not conducted. The autopulse platform passed the initial functional test without any fault or error. The customer reported complaint was not reproduced during the functional testing. The platform was tested with the large resuscitation test fixture (lrtf) with the customer battery and also with a good known test battery without any fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error.